Event description:
During an incident in about 01 involving a female patient with breathing difficulty,this defibrillator showed what looked like vfib on the screen and when als arrived and took over,the patient's rhythm looked good on their als defibrillator.the difibrillator was also shutting down on the patient;the user wasn't sure of the time to shut down.